Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an unrelated procedure while using the fluoroscopy the physician noted that the lead from t8 has migrated. As a result, physician repositioned the lead back to original location. Post- operatively effective therapy restored.